Manufacturer narrative:
The thermogard xp ivtm system failed functional testing due to the displayed tcmid: 05 error message, thus confirming the reported complaint. The lm34 a/b sensor was replaced to remedy the error. Unrelated to the reported complaint, pin 18 on the wiring harness to pic 16 was burned. The most probable root cause of the burnt pin was moisture diffusing into the system and vibration during use, causing contact arcing. The wiring harness assembly to pic 16 was replaced to remedy the issue. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) error message. The error message persists even after rebooting the console. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer's reported complaint of "the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) error message" was confirmed based on the event log review and during functional testing. Multiple tcmid:05 (coolant diff failure) error messages were observed in the archive. The probable root cause for error message was the failure of lm34 a/b temperature sensor. During visual inspection of the thermogard console, no physical damage was observed. The event log review indicated multiple tcmid:05 (coolant diff failure) error messages, thus confirming the reported complaint. The thermogard xp ivtm system failed functional testing at the customer site due to the displayed tcmid:05 error message, thus confirming the reported complaint. The lm34 a/b sensor will be replaced to remedy the reported complaint. However, the sensor was too tight and could not be loosened. The system will be transported to the zoll cologne depot for repair. Upon service completion, the console will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).